Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was attempting to retrieve cefepime 1g vial inj from drawer 11 (matrix); however, the drawer did not open. The customer checked under the populate buttons, and drawer 11 was highlighted in yellow. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 11 would not open due to a faulty pyxibus module controller board. A field service engineer powered off the station, replaced the pyxibus module controller board, reconnected all cables, rebooted the system, and coordinated configuration and testing of the drawer. The system functioned as intended after the field service engineer repaired the device.